Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer was hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The representative stated that the customer was wearing the insulin pump at the time of hospitalization. The representative stated that the customer reverted to back-up plan. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.